Event description:
It was reported that during a coronary stent procedure following stent placement, no flow was observed. The physician attempted to place a second 3.0 x 20 express2 stent, however he was unable to cross the lesion. A proximal dissection was noted and the stent dislodged. The physician was unable to locate the stent. Two 3.0 x 12 express stents were placed proximally to repair the dissection. Patient status was listed as "okay". Same case as MFR. Report #6000093-2004-00138.